Event description:
Call from local nursing home--emt's were called to pt who had fallen, and found pt in full cardiac arrest. CPR was being performed. Upon placing the r2 pads on the pt's chest and hooking up the cable, the emt's were unable to get a signal. Pt was brought to the hosp emergency dept. Could not be resuscitated. As per an inquiry into why the r2 adapter failed. After extensive testing of the monitor and the adapter, the failure has been isolated to the adapter. The exact cause of the failure is undetermined. The unit is sealed and will be sent to an independent consultant for eval and verification. Being unable to dis-assemble the unit, co feels that the wires inside of the cable that processes the data from the pt have broken.